Event description:
It was reported via repair work order that the recliner foot section would not lock due to a broken release mechanism. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.